Event description:
Paramedics attended to a person diagnosed in cardiac arrest at the scene of a fire. Defibrillation electrodes were initially used to monitor the pt's ECG. The displayed ECG rhythm allegedly did not appear consistent with the pt's condition. A pt cable was subsequently used to monitor the pt's ECG and asystole was observed which also appeared inconsistent with the pt's condition. The pt reportedly had a palpated pulse of 60bpm. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.